Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during interrogation it was noted there was an inappropriate elective replacement indicator (eri) trigger on the implantable pulse generator (ipg). The eri alert was cleared and the ipg remains in use. No patient complications have been reported as a result of this event.